Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. The ge healthcare internal field modification number is (B)(4).

Event description:
The hospital reported that, during abdominal surgery, the increase fico2 was observed with single use absorbers. This issue occurred intermittently, some single use absorbers seem to be not affected. There was no reported patient injury.